Event description:
During index procedure an in.pact admiral paclitaxel-eluting pta balloon catheter was used to treat a lesion located in the sfa of the left leg. Approximately 14 months post index procedure the patient experienced 85% stenosis of the target lesion in the left sfa which was treated with pta and stenting (non-medtronic devices). Investigator indicated that the event was not related to the study device, procedure or paclitaxel. Outcome is resolved.

Event description:
The clinical events committee has adjudicated that the previously reported stenosis of the target lesion, which occurred 14 months post index procedure, was related to the study device, but was not related to procedure and drug.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (restenosis). Evaluation conclusions: known inherent risk of procedure (restenosis). (B)(4).